Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. The angiojet power supply switching, pfc board, and main control board were received in fair condition with no physical damages observed. These three units were installed into ultra system bench test fixture and passed functional test steps. The ultra system were reseated twice to verify the error but all units passed the functional test and the complaint was not able to duplicate. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error message displayed during the procedure. An angiojet ultra system console was selected for a thrombectomy procedure. During aspiration inside the patient, an error message displayed stating power supply out of range. The console was power cycled to recover from the error. The power to the system was on a dedicated out outlet. There were no patient complications and the patient status was good after the event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message displayed during the procedure. An angiojet® ultra system console was selected for a thrombectomy procedure. During aspiration inside the patient, an error message displayed stating power supply out of range. The console was power cycled to recover from the error. The power to the system was on a dedicated out outlet. There were no patient complications and the patient status was good after the event.